Manufacturer narrative:
Batch review performed on 23 may 2018. Lot 147664: 30 items manufactured and released on 10 july 2015. Expiration date: 2020-05-31 no anomalies found related to the problem. To date, 21 items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection. The patient tested positive for mrsa. The surgeon performed an I&d and swapped the poly. The surgery was completed successfully.